Event description:
Pt was administered subcutaneous heparin injection. The nurse noted the needle was not attached to the caropjet when the device was withdrawn. The needle remained in the pt. The needle was successfully pulled from the pt without injury. Nursing reports that they have been having problems with the bd needles remaining attached to the hospira heparin units.